Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the e-cellular accessory was beeping and all lights were on. The accessory was plugged into a power strip with a laptop and a lamp and these items were "knocked out." It was also reported that the patient's physician received a report from the remote monitoring network listing a ventricular tachycardia episode, for which the physician implied the data was incorrect. The monitor remains in use, and the accessory is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.